Event description:
Event description cpi received information that the programmer could not communicate with this implantable pulse generator (ipg) after defibrillation threshold testing at the implant of an implantable cardioverter defibrillator (ICD). The ipg continued to av sequentially pace at the programmed lower rate limit of 70 ppm.